Event description:
It was reported the programmer was unable to save to usb (universal serial bus), although the usb worked fine with other programmers. The programmer was also slow to power up, the screen needs calibration, the power cord door needs repair, and software could not be upgraded. The programmer had to be replaced. It was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event with respect to "unable to save to usb". The programmer was able to save to usb and print from usb with no issues found. It could not be confirmed that the programmer had a slow boot-up as the unit completed a successful boot-up in 20 seconds. Also, the stylus/pointer alignment was in specification across the entire display. It was confirmed that the power cord door needed repair. It was not able to be confirmed that there was an issue with software that could not be upgraded. The programmer was able to update software using a known good modem card, however it was not possible to update the programmer because of the damaged associated modem card, no fault with the programmer, but of the damaged modem card. It was also noted that the rubber pad on the lower case was damaged and the system fan was noisy. (B)(4).